Event description:
Caller reported that insulin gauge displayed an amount different than expected earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting. No additional information was provided.